Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the left main which was reported to exhibit 60% calcification and 85% stenosis. No abnormality was noted during device preparation. During attempted delivery the stent catheter became stuck on the guide wire and the shaft broke. Another resolute was used. Patient is "good" post procedure. Evaluation summary: the transition shaft was detached just proximal to exchange joint. The detachment characteristics were stretched and jagged. The transition shaft measured 19.5cm, specification = 11.2-11.6cm. The distal shaft and stent were not returned. There were numerous kinks present along the hypotube.

Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context -issue is most likely related to the attempt to use the device during the procedure. Evaluation conclusion: related to operational context-issue is most likely related to the attempt to use the device during the procedure. (B)(4).